Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6932-65 lead, implanted: (B)(6)1999, lnq11 icm, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that sometime in the past the svc (superior vena cava) coil of this right ventricular (rv) lead started to measure high impedance. A lead fracture was confirmed. The lead was programmed off. Later the rv lead was partially explanted, capped and replaced. No patient complications have been reported as a result of this event.